Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, the commander delivery system balloon ruptured during valve deployment. The 26mm s3ur valve was successfully implanted. The delivery system was unable to be pulled all the way back into the 14fr sheath. It was also noticed that the sheath was split at the distal tip. After a few attempts, 95% of the deployment balloon was able to get back into the sheath. Everything was pulled out as a unit over the sheath. Manta was used to close the access site. Bleeding was noted at the site due to the sheath and exposed balloon removal and pressure was held. The patient recovered fine. The devices were discarded.

Manufacturer narrative:
Updated section h6: type of investigation, findings, and conclusions. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-04766. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst' was unable to be confirmed as no device or related imagery was provided. Available information suggests that patient factors (calcification) likely contributed to the event as the event description stated that "balloon ruptured during valve deployment and patient had mild calcification". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through the sheath was unable to be confirmed. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.